Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 450 mg/dl at the time of the incident. Patient's current bg: 450 mg/dl. Customer reported due to having issues with high blood glucose recently and not knowing what was causing the issue. Customer treated for high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined the for troubleshoot steps and he already changed his set and we ran the 5u to see if it would deliver which it did. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).